Event description:
Information received indicated the head section would not raise.

Manufacturer narrative:
The hill-rom technician found the head up solenoid wire was disconnected. He reconnected wire to resolve the issue.